Event description:
Per the clinic, the patient developed an infection and wound dehiscence around the implant site. Subsequently, the device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report.